Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact system. During use, the operator reported smoke generated from the c-arm. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a defective power supply (m14). The system was in clinical use for 17 years. Due to wear and tear the resistance of the filter's contact terminal increased and led to the high temperature on the surface of the terminal. As a result the terminal smoldered with the reported bad smell. The power supply unit fulfills the ul standard, and the concerned filter has the ul label. Therefore, it will not result in open fire. No systematic issue could be identified. The affected power supply (m14) was exchanged and the system works as specified.